Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h6, h10. Unique device identifier (UDI) : (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the microsensor was placed in the parenchyma and used with both the icp express and licox bolt probe. The first 48 hours after the implantation the reading of the icp correlated with the patient¿s symptoms. After 48 hours the icp read in the 40s. A good waveform was noted. Treatment to lower icp were taken (cooling, sedation and evd insertion). The evd icp was noted to be much lower than that of the icp monitor. Icps remained in the 40-50s. Based on the clinical picture it was determined that the icp values were erroneous. Difficulty removing the microsensor from the licox bolt was noted and would not remove easily. The decision to remove the licox bolt and codman catheter at the same time.